Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was only able to advance slightly through the introducer sheath friction lock with resistance before strong resistance was experienced, and the smart coil could not advance out of its introducer sheath. Further evaluation revealed pusher assembly bends. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing an embolization procedure using penumbra smart coils (smart coil), a non-penumbra microcatheter, and a guidewire. During the procedure, a smart coil would not advance through the microcatheter. Therefore, the smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.